Event description:
It was reported that an unused ipg was found to be in the service app state. It was noted that the ipg was woken up at a prior unrelated procedure but was not used. The ipg was not taken to the or and the ipg was left in surgery mode. Troubleshooting was able to recover the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.